Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: a review of the pump history showed no evidence of a load step malfunction. During investigation, the pump was able to load and prime cartridge with no alarms occurring. During testing, the force sensor calibration reading was found to be out of the required specifications. The pump was opened and removed from the pump case. The force sensor was removed from the motor assembly and the force sensor plate resistance reading was found to be out of the required specifications. The complaint that the pump was dispensing insulin during the load step was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.